Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the ventricular channel. It was also reported that some of the daily right ventricular (rv) pacing impedance measurements were greater than 3000 ohms. A guidant technical services consultant discussed a potential connection issue or loose setscrew.